Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after sealing, the jaws would not open. Add'l resection of tissue was needed to remove the device. Another device was used to complete the procedure w/o incident. There was no bleeding, no tissue damage and no pt injury.